Event description:
The patient underwent a spinal surgical procedure with the use of rhbmp-2. It was reported that the patient allegedly sustained unsp ecified injuries resulting from the procedure. No additional information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with following pre-op diagnosis: advanced kyphotic collapse l5-s1, status-post prior fusion and decompression l3-l5. Medially status-post anterior lumbar interbody fusion, l5-s1. Severe acquired kyphosis, l5-s1 with stability and severe degenerative disc disease. Patient underwent following procedures: posterior lumbar fusion, l5-s1. Posterior osteotomy, l5-s1. Segmental instrumentation, l3-s1. Use of bmp and local bone for healing of spinal fusion. Anterior lumbar interbody fusion, l5-s1. Fresh-frozen femoral shaft allograft for healing of spinal fusion, ls-s1. As per operative notes,¿ the sacral ala and l5 transverse process and facet joints were fully decorticated and the wound thoroughly irrigated. Composite grafting of bmp wrapped around local bone was packed laterally on both sides creating an excellent fusion bed for extension of the posterolateral fusion to l5-s1. Rods were finally set and final x-ray was done confirming excellent positioning of sacral screws and overall alignment of the spine.¿ no intra-operative complications were reported.